Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an unspecified low sensor reading on the adc device compared with another adc meter's unspecified reading. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer did not want to disclose their symptoms or treatment information and managed themselves. There was no report of death or permanent impairment associated with this event.